Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID envpro-14 (lot: 0011217200); product type: 0195-heart valves. Product ID evolutr-29 (serial: (B)(6); product type: 0195-heart valves; product ID envpro-14 (lot: 0011363638); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded and the valve load was inspected and confirmed via fluoroscopy. A misload was not reported. A pre-implant dilation was performed using a 18 mm vacs iii balloon. During the pre-dilation, the balloon slipped down to the left ventricle when inflated fully. The valve was attempted to be implanted, however had under-expansion. The valve was deployed twice, and it appeared too not open well. The physician determined a second pre-dilation was needed. The valve was withdrawn from the body, and blood stains and clots were reported. The valve was flushed. The valve was reported to have sunk within the water and not able to expand to its original size. A second pre-dilation was performed using a 20mm vacs iii balloon. A replacement valve was loaded onto a replacement delivery catheter system (dcs). The load was inspected and confirmed. The valve was attempted to be deployed but was recaptured twice to a too high implant depth. The valve was completely deployed with a kidney bean shaped, as examined by echocardiogram. This shape had been reported prior to the recaptures. The valve appeared infolded. Moderate paravalvular leak (pvl) was also reported. A post dilation was performed using a 23 mm vacs iii balloon. The final result was mild pvl. The case was completed. No adverse patient effects were reported.